Event description:
It was reported that patient experienced symptoms of anemia. The patient was admitted from (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: patient information corrected manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on hmii lvas, serial number (B)(6), until they ultimately underwent a routine heart transplant on (B)(6) 2022 as reported under MFR #: 2916596-2023-00394. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. The relevant sections of the device history records for vad-62549 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient was hospitalized on (B)(6) 2021 due to hemoglobin (hb) of 6.6. It was improved with symptomatic treatment through 4 units of blood transfusion, without further detailed examination. No source of bleeding was identified. Symptoms resolved after blood transfusion. The patient was discharged on (B)(6) 2021.